Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl and alleged insulin over-delivery. The customer bolused and their blood glucose drastically dropped. The customer treated for the low blood glucose with food and glucose tablets. Customer¿s blood glucose level was 111 mg/dl at the time of the call. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. There were no priming issues identified either. The reservoir contained the same amount of insulin as displayed on the status screen. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test per : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir do not leak and not occluded.